Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lead¿s polarity was reprogrammed. The lead remains in use. The patient is a participant in the shock-less study (sls) study. No patient complications have been reported as a result of this event.